Manufacturer narrative:
Additional narrative: customer quality (cq) engineering investigation: this complaint was not able to be confirmed at cq as all devices used in the construct were not returned to cq. The complaint condition was not able to be replicated at cq. Upon visual inspection at cq, there is no indication that these devices contributed to this complaint condition and therefore no further investigation will be performed on these devices. No new malfunctions were identified as a result of the investigation. The returned complaint device (aiming arm) is a reusable instrument in the trochanteric fixation nail advanced (tfna) proximal femoral nailing system for intramedullary fixation of proximal femoral fractures. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq no damage or wear marks exist on the returned aiming arm. DHR review: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Drawing review: aiming arm drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a root cause as this complaint is unconfirmed. Per the complaint description : "the 130 degree aiming arm was switched out with a 125 degree aiming arm and the surgeon was then able to drill through the nail and insert the screw", and therefore it is possible a 5 degree off set/misalignment due to patient anatomy was encountered. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part # 03.037.013, lot # 9621305: manufacturing site: (B)(6), manufacturing date: sept 15, 2015: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial intramedullary nail left intertrochanteric fracture for the left hip procedure with tfn-advanced proximal femoral nailing system (tfna) on (B)(6) 2017, the drill bit contacted the nail instead of targeting the distal locking hole. When the surgeon was attempting to put the distal locking screw through the 130 degree aiming arm and drill the hole for the distal interlocking screw, the drill bit contacted the nail instead of targeting the distal locking hole. The 130 degree aiming arm was switched out with a 125 degree aiming arm and the surgeon was then able to drill through the nail and insert the screw. It appears that it was an alignment issue either between the aiming arm and the insertion handle, or both. No fragments were generated. Surgical delay was less than one minute. Procedure was successfully completed. Concomitant devices reported: complete radiolucent insertion handle (part # 03.037.012, lot # 9495131, quantity # 1), 4.2mm three-fluted drill bit qc/330mm100mm calibration (part # 03.010.061, lot # unknown, quantity # 1), 11mm/130 degree titanium (ti) cannulated tfn-advanced (tfna) 170mm -sterile (part # 04.037.142s, lot # unknown, quantity # 1), 5.0mm titanium (ti) locking screw w/t25 stardive 42mm for/intramedullary nail-sterile (part # 04.005.532s, lot # unknown, quantity # 1), 8.0mm/4.2mm drill sleeve 200mm (part # 03.010.065, lot # 9518518, quantity # 1), 11.0mm/8.0mm protection sleeve 188mm for angular stable locking system (asls) (part # 03.025.040, lot # 9484204, quantity # 1), this report is for one (1) 130 deg aiming arm. This is report 1 of 1 for complaint (B)(4).